Manufacturer narrative:
(B)(4). A third party service technician evaluated the ventilator and was not able to verify customer's reported problem. The unit was tested for 8 days and no problem found. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the ltv 1150 unit experienced pip high on occasional breaths. At this time, there is no information regarding patient involvement associated with the reported event.